Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a backup alarm fault. This is being reported due to malfunction of the back-up alarm. No patient involvement reported.

Manufacturer narrative:
The fse was able to duplicate the reported problem. The fse replaced the cpu pcb to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was / was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.